Event description:
It was reported that the ventilator, while in use with high flow and a trach there was an alarm of obstruction 'flow cannot be reached'. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with philips clinical specialist and could not duplicate the reported issue. Per v60 service manual: warning: during hft, verify that an occlusive patient interface is not being used. Occlusive patient interfaces include a cannula fully sealed within the nares, an niv mask, or a direct connection to a tracheostomy tube or endotracheal tube. Remove any occlusive interface immediately as this may expose the patient to unintended high pressures.

Manufacturer narrative:
B4:25may2021. Multiple attempts were made to obtain information with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted.